Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to advance the knot could not be confirmed as the device was returned in the pre-deployed position. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned condition is not consistent with the reported failure to advance the knot as the device was returned in the pre-deployed position. Therefore, a conclusive cause for the reported failure to advance the knot could not be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #; d4 - expiration date; h4 - device mfg date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The knot of the third prostyle device did not fully advance down to vessel and got stuck, resulting in significant bleeding. The suture of the fourth prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath and the evar was completed. Post procedure, the knot of the fourth device failed to advance during tightening, resulting in more significant bleeding. A fifth prostyle device was unable to be advanced into the vessel due to a kinked guide wire. Hemostasis was achieved with manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.